Event description:
As reported by our affiliates in Japan, the patient had severe calcification of the aortic arch, and a competitor valve could not be adequately expanded. Therefore, the procedure was converted to implantation of a SAPIEN 3 Ultra RESILIA (S3UR) valve. Transcatheter aortic valve implantation was performed via the transfemoral approach. The S3UR valve was deployed in the intended position according to the standard procedure. Following valve deployment, the patient's blood pressure failed to recover prior to leaving the operating room. A CT scan was performed and revealed an aortic arch dissection. A stent graft was implanted; however, bleeding could not be controlled, and the patient subsequently died. No damage was identified on the Edwards devices after they were explanted from the patient. The dissection appeared to involve a tear at the junction of a heavily calcified region of the aortic arch. However, the timing of the dissection could not be determined.

Manufacturer narrative:
UDI (b)(4). Per the Instructions for Use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (TVR) procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by Edwards before they are qualified to use the SAPIEN transcatheter heart valve (THV). The THV Training Manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem.In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the event remains indeterminable. A review of Edwards Lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and Training Manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.